Manufacturer narrative:
Initial.

Event description:
It was reported that the user inadvertently removed the ilet infusion set from the body while intending to remove a dexcom g7 sensor, resulting in the ilet not delivering insulin for more than four hours and subsequent hyperglycemia with a blood glucose of 298 mg/dl; the user later reconnected the infusion set and insulin delivery resumed, and troubleshooting and education were completed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient elevated glucose that began to decline after reconnection, with no alerts or alarms and no hospitalization. Investigation included user communication and troubleshooting. Investigation of this case revealed user handling error leading to an unconnected infusion set, with no device performance issue identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.